Manufacturer narrative:
Alleged failure: it was reported by the sales rep brach schwegman the stents are cracking/fracturing prior to putting in patient. Did not notice until the stent was in the patient the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be excessive bending the product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the surgery was cancelled and it cannot be conformed if the existing incision on the patient was being used as a working portal at the time of cancellation.

Manufacturer narrative:
Alleged failure: it was reported by the sales rep (B)(4) the stents are cracking/fracturing prior to putting in patient. Did not notice until the stent was in the patient the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be excessive bending the product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the surgery was cancelled after the patient was prepped and under anesthesia.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the surgery was cancelled after the patient was prepped and under anesthesia.